Event description:
Journal reference: ferraye mu, debu b, fraix v, et al. Effects of subthalamic nucleus stimulation and levodopa on freezing of gait in parkinson disease. Neurology 2008;70(16, pt.2):1431-1437. We studied the effects of subthalamic nucleus (stn) stimulation vs levodopa on freezing of gait (fog) and gait impairments in a large consecutive series of 123 pts with parkinson disease with bilateral stn stimulation. The pts were evaluated before surgery and 1 yr after surgery. In all pts but those experiencing fog during the stand walk sit test before surgery, the benefit of stn stimulation did not reach that of levodopa before surgery. In pts with fog before surgery, the effect of stn stimulation did not differ from that of levodopa either before or after surgery. Reportable event: in 11 pt's, fog or inability to perform the test first occurred after surgery.